Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part number: 399.082, lot number: 7251p36 , manufacturing site: tuttlingen, release to warehouse date: 11-aug-2023. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that all components were observed and the condition of the device upon receipt remains unknown, therefore, the investigation could not draw any conclusion regarding the reported event. Furthermore, ratcheted catch shows evidence of damage by use, this condition of the device was consistent with a component failure that was caused by exposure to unintended forces. Additionally a small spot of corrosion was found near the etching of the product code. Refer to the device/country specific IFU for information related to cleaning, sterilization, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional evaluation was performed with the snap-in lever locking and unlocking the forceps position and passed. The overall complaint was not confirmed as the observed condition of the reduc-forceps toothed softlo l146 would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank.d9: complainant part is not expected to be returned for manufacturer review/investigation.e3: reporter is a j&j sales representative.h3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on may 13, 2024, before the surgery when the product was opened, it was found that the bone forceps was broken with no lock. The product was not used. The surgery was completed using an alternative product. This report is for one (1) reduction forceps with serrated jaws-soft lock®. This is report 1 of 1 for complaint (B)(4).